Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 38833814 and lot number 2056811. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, four (4) picture samples were provided for evaluation by our quality engineer team. Through examination of the pictures, a crack in the product cannot be identified; however, leakage is observed in the cannon luer cone component. At this time, an exact cause could not be determined for the observed leakage.

Event description:
It was reported that the bd asepto¿ scalp infusion set connector cracked during the infusion and leaked out medication. The following information was provided by the initial reporter, translated from portuguese: "the connector cracked (which can only be seen by the nursing team, at the time of infusion), so that when connecting to the equipment, it opens and ends up leaking all the medicine that is being infused, as well as fluids (blood), which generates risks for the handler and discomfort for the patient, needing to be repunctured, as well as causing loss of medication. In addition, the incident ends up causing material and drug losses."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd asepto¿ scalp infusion set connector cracked during the infusion and leaked out medication. The following information was provided by the initial reporter, translated from portuguese: "the connector cracked (which can only be seen by the nursing team, at the time of infusion), so that when connecting to the equipment, it opens and ends up leaking all the medicine that is being infused, as well as fluids (blood), which generates risks for the handler and discomfort for the patient, needing to be repunctured, as well as causing loss of medication. In addition, the incident ends up causing material and drug losses."